Manufacturer narrative:
We checked the returned unit and confirmed that the ccd signal wire fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd signal wire. In addition, we confirmed that the u/d and the r/l pulley wires fluid damage, the lg cable connector broken, the light guide cable buckled, the angle wire play, the angle wire corroded, the segment corroded, the ccd driver pcb corroded, the lg supply tube leak, the lg cable connector leak, the root brace rubber cut, the objective lens unit scratched, the air/water nozzle loosened, the junction case loosened, the lg prong top loosened, the objective lens unit disinfections damage, the segment hard to move, and the insertion flexible tube (ift) lump/wave; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).